Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during bolus and unable to get into auto basal as well as software error detected alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer stated that the insulin pump passed self test. The customer stated that they run the self test again and insulin pump did not pass self test. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on keypad assembly. No unexpected software error detected alarms noted during testing or in insulin pump history files.